Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Possible factors that may contribute to a kink (deformation due to compressive stress) include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during advancement such that the shaft kinked and subsequently the bdc could not be removed from the guide wire as a result of the kink, resulting in the reported difficulty. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with moderate calcification. The 3x120 mm armada percutaneous transluminal angioplasty (pta) catheter was being advanced over the guide wire and the catheter kinked during advancement without resistance. The devices were removed together as the balloon could not be removed from the guide wire. A new balloon and new guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.